Event description:
The customer reported to olympus, the soltive pro superpulsed laser system would not pair with the tfl-afswl and they could not properly configure the wireless foot pedal to the system. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to change the batteries and check to see if they were installed property. When releasing the pairing button, the customer was instructed to select continue on the screen, within 4 seconds, and try to pair the foot pedal. The customer called the tac a second time to report that when trying to pair the foot pedal, there was a message to press the middle button on the foot switch to pair, and nothing happened. The tac representative advised the customer that the foot pedal appears to be damaged and it should be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported wireless foot-switch pairing issue could not be determined, as the device was not returned to olympus for evaluation, however, the issue may be due to equipment interference, failure by the user to follow the pairing instructions and or an intermittent equipment component malfunction. Olympus will continue to monitor field performance for this device.